Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer has isolated the failure to the speaker assembly through in house trouble shooting. The customer has elected to order a replacement part of in house repair. Information has been added to the database for trending purposes.